Event description:
The mckesson hemodynamic application experienced issues that prevented the use of the systems. Main three labs inoperable necessitated diverting potential emergencies (st segment elevation myocardial infarction - stemi) to another facility thereby potentially delaying care. Fortunately, no patients had to be diverted during the 3 hours software was inoperable. This hospital is a level 1 trauma and cardiac facility.======================manufacturer response for horizon cardiology hemo, imaging app & hemo app, horizon cardiology hemo, imaging app & hemo app (per site reporter).======================mckesson performing root cause analysis of each hemo station. Lab 1 had a corrupt user profile that prevented the normal account from logging in. Labs 2&3 had corrupt sql instances on their local databases. Final determination of what caused both corruptions is not complete, but it was determined that the systems had been "hard booted" (pressing power button to restart) many times. This is a known way to cause sql corruptions. Preventative measures are to configure one pc to be a hot spare. Mckesson coming on site to physically rebuild to a baseline "pristine" build. This will remove any residual settings from the devices.